Manufacturer narrative:
Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received deployed within the lumen/hub of a microcatheter. The stent delivery wire (sdw) and introducer sheath were not returned. The stent was noted to be deformed at the proximal end. The functional inspection was not unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event of ¿stent difficult/unable to transfer' and 'stent deployed prematurely during transfer' were not able to be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'after the microcatheter was properly positioned, the physician attempted to deliver a stent. However, significant resistance was encountered when the stent reached the hub of the microcatheter, preventing further advancement. Subsequently, the physician found that the stent had become deployed at the hub of the microcatheter'. The stent was returned for analysis with the distal section of the stent partially loaded inside the proximal lumen of the returned microcatheter and the proximal end of the stent present in the microcatheter hub. The stent was removed and noted to be slightly deformed at the proximal end of the device. The stent delivery wire (sdw) was not returned for analysis, and neither was the introducer sheath. Excelsior sl-10 and xt-17 are the recommended microcatheters to use when delivering a neuroform atlas stent, because the internal hub profile of both these microcatheters are an exact match for the external profile of the distal tip of the atlas introducer sheath. This is not the case for echelon-10. Precise placement of the introducer sheath is critical when using an echelon-10 microcatheter (mc). Per the event description and follow-up responses, it is likely that the introducer sheath was initially set up correctly but subsequently moved either proximally or distally prior to stent advancement out of the sheath. It is not possible to decide which direction the movement was in as the sheath was not returned for analysis. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (proximal sheath movement) or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). The user will then experience increased resistance while attempting to advance the stent into the microcatheter. Upon realizing this, the user normally withdraws the sdw. When the proximal end of the stent is retracted as far as the hub, the stent will begin to expand into the larger lumen space, thereby freeing up the sdw which slips out of the stent. This is one possible explanation to explain the event description and analysis findings. Based on the review of all available information, the as reported event 'stent difficult / unable to transfer' and 'stent deployed prematurely during transfer' as well as the as analyzed damage of ¿stent deformed¿ and ¿stent deployed prematurely during use¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications, and was reported to have been used in accordance with the dfu, but performance was limited due to some unknown procedural factor(s) during use.

Event description:
The subject stent was returned for analysis, and it was discovered that the distal section of the subject stent was partially deployed inside the lumen of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.